Event description:
Device 1 of 2.reference MFR report: 1627487-2019-05155.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05155. Follow-up information revealed that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads. Therapy was restored post operatively.

Manufacturer narrative:
Concomitant medical products - model mn10450-50a, drg lead. Therapy dates - unknown . Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05155. It was reported the patient experienced loss of therapy due to lead migration. Surgical intervention may take place at a later date to address the issue.